Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported the autopulse platform (serial #(B)(4)) displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message. The user was unable to clear the error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.